Event description:
The patient contacted lifescan alleging inaccurate readings on the lifescan meter. The patient received readings of 306, 212, and 277 mg/dl and did not experience any symptoms at the time of testing. The readings were taken less than 10 minutes from one another. The patient did not seek medical attention or contact a physician for advice. The test strips were not expired; however the confirmation dot was yellow.